Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Territory manger first attempt made in reaching out to the complainant for further information was unsuccessful. Sending label to complainant as request to return used sample, and to notify convatec customer service with lot number. No additional patient/event details have been provided to date a return sample for evaluation is not expected. Should additional information become available a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. A return sample for evaluation is not expected. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.

Event description:
Complainant reported of inflation difficulty with the control fms, the device was inserted into the rectal vault and could not instill more than 5cc of water through inflation port to inflate the balloon. A new control fms was inserted with no issue and no outward effect to patient.